Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Two photos were provided. Both photos show the lens case base being held by an ungloved hand. The lens can be seen adhered to the outer edge of the lens case with what appears to be surgical solution. One haptic can be seen broke at the insertion area, and is also adhered to the lens case next to the optic. The second photo shows a lens laying on gauze, on top of a white surface. Both haptics of the second lens are broken at the insertion area and are also laying on the gauze. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, implantation of through the scleral tunnel incision of the trabeculectomy, after implanting the first haptic in the sulcus, with the forceps, when bringing the second loop to the pupil, there was detachment of the same to the iol optic zone, leaving it free in the anterior chamber. It was removed, the iol was partially cut with scissors and explanted. Additional information has been received and stated that the patient presented exacerbated postoperative ocular inflammation caused by the iol explant. The patient was treating with systemic corticosteroid. The patient symptoms are worsening. Additional information has been received and stated that the patient underwent a corneal suture surgery.